Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient reported that they had a replacement. It was asked if the replacement was due to normal battery depletion. Patient stated no, the battery stopped working after a year and the device moved/migrated. Patient stated that the they met with the local representative, at that time and they knew about both events. Patient stated the replacement was done within a month. Patient had the device replaced (B)(6) 2015. Patient stated representative was notified around the time of the event and replacement. There were no other malfunction or complication were reported.